Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted customer to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Complaint received via email. Consumer reported complaint for syringes. Customer sent a letter stating his wife purchased insulin syringe 31g and needles are bent. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. No additional information was obtained.